Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the patient developed an infection. Surgical intervention was required, and the device was explanted. A new s-ICD system was implanted at a different hospital. No adverse patient effects were reported. Additional information received, indicated that the s-ICD system was implanted at (B)(6) hospital done by dr. (B)(6).